Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the two devices battery voltage displayed grey bar. The devices were not used. No patient was involved in this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This report does not constitute an admission or a conclusion by FDA, if information is provided in the future, a supplemental report will be issued.